Manufacturer narrative:
Sections d1, d2, d3 and d4 were corrected.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the reported symptoms it cannot be concluded that the events/clinical reactions (severe pain, stiffness, loss of mobility, trunnionosis, metal reaction) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include friction, joint tightness, fit/size of device, alignment, excessive forces, abnormal loading, damaged product or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. During the revision, the modular head and r3 liner were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. However, the released devices would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed and based on the reported symptoms it cannot be concluded that the events/clinical reactions (severe pain, stiffness, loss of mobility, trunnionosis, metal reaction) were associated with a mal performance of the implant. The patient impact cannot be determined at this time. Without the return of the actual products involved or additional information, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
*Us legal mdl* it was reported that, after a primary r3-tha construct had been implanted on the plaintiff¿s right hip on (B)(6) 2012, the plaintiff experienced severe pain, stiffness, loss of mobility, trunnionosis and metal reaction. A revision surgery was performed on (B)(6) 2019 to treat this adverse event; the chromium/cobalt femoral head and r3 polyethylene liner were explanted. The plaintiff¿s outcome is unknown.